Event description:
The advocate stated that the customer had been receiving high blood glucose readings. While troubleshooting, she performed control tests and received 2 results of "hi". The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.